Event description:
Device 2 of 3. Eference MFR report: 1627487-2013-08269. Reference MFR report: 1627487-2013-08289. It was reported the patient had the scs (spinal cord stimulation) system explanted and the reason for the explant was unknown. A search in the device manufacturer's system found no previous complaints. No further information was available at the time of this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.